Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci supracervical hysterectomy procedure, the endowrist one vessel sealer instrument flex didn't feel right, was not as flexible; the metal ring stuck in the trocar. On (B)(4) 2014, an intuitive surgical inc., (isi) representative contacted the site to request additional information regarding the reported complaint. It was indicated that the flexible snake wrist would not line up and therefore could not be pulled out of the trocar. The trocar and endowrist one vessel sealer were removed as a unit and a backup instrument was used. The planned procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.